Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 8lpeg09a for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer was not diagnosed with gestational diabetes at the time of the event. As per the contour next one user guide "the contour next one blood glucose monitoring system is intended for self-testing outside the body (in vitro diagnostic use) by people with diabetes at home as an aid in monitoring the effectiveness of a diabetes control program. The contour next one blood glucose monitoring system should not be used for the diagnosis of or screening for diabetes or for neonatal use."

Event description:
The customer obtained a blood glucose reading of 95 mg/dl on the contour next one meter. Within 10 minutes, the customer's blood glucose level was also tested in the laboratory, which gave a reading of 67 mg/dl. The customer was feeling tired, dizzy and weak. Based on her doctor's recommendation, the customer drank orange juice with sugar and felt better. The customer stated that she does not have diabetes, however, as per her doctor's recommendation, she was monitoring her glucose levels, as she had gestational diabetes in 2017. During the time of this event the customer was pregnant. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.